Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was observed to be depleting rapidly and ultimately shutdown. Review of the pump data logs by tandem technical support verified that the correct succession of alerts and alarms had occurred prior to the shutdown; however, the customer was unable to verify. Blood glucose level was 203 mg/dl. Reportedly the customer continued to use the pump for insulin therapy.